Event description:
Pt had undergone catheter revision for drug infusion system, and experienced possible baclofen overdose due the miscalculation of priming bolus (programmed 170 mcg instead of 40 mcg). Pt was reported to be breathing, but experiencing a slowed heart rate and somnolence. Physostigmine was administered. The pt was sent to the pediatric ICU for overnight observation and her symptoms had resolved by the following morning. The pt was discharged from the hospital and has fully recovered for the event.